Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays, operative notes or further info. Evaluation: as rec'd, the articular surface exhibits heavy pitting over the condylar surfaces and pitting and wear in a rotational pattern on the inferior surface, indicating micro-motion. The pitting appears to be indicative of third body particulate present in the joint space. Yellowing was also noted in numerous places on both superior and inferior surfaces. The tibial component has a small amount of bone cement and/or biological material still attached to one corner of the underside of the baseplate, with spots of the same located around the rim and on the posterior side of the stem. Some rotational wear is noted on the topside of the component. Overall dimensions taken are within specification.

Event description:
It is reported that the pt was revised due to pain and wear. The tibia subsided on the medial side and it was observed during surgery that the articular surface is discolored and has pit marks.